Event description:
It was reported that during an unk procedure, there was a defective product. No patient harm reported.

Manufacturer narrative:
(B)(4). Date sent: 9/10/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 564c34. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with the anvil knife slot damaged, and a gst45g reload present. The reload was received fully fired. In addition, the knife was noted as partially advanced. The manual override feature had been used and was reset to test the functionality of the device. No functional test was performed due to the condition of the device. After further evaluation, the analysis showed that one of the knife wings was broken off and it was not returned for analysis. The device event log was reviewed. A software error was found that caused the device to disable firing and articulation function as a safety measure to prevent any inadvertent harm to the patient. The device can recover from this state by reinserting the battery. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 564c34, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify when issue was identified (pre-op/intra-op/post-op) was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If no, ask staple line issue questions if yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line was there any difficulty opening the device jaws? If yes, what steps were taken to open the jaws. If the jaws could not be opened, how was the device removed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.